Manufacturer narrative:
Implant regio 36 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis folling bone loss and implant instability. Fracture was caused by mechanical overloading after 14 years in situ.

Event description:
Implant fracture for a dental implant that was phased out more than 5 years ago.

Event description:
Implant fracture for a dental implant that was phased out more than 5 years ago.